Manufacturer narrative:
The patient was treated with an indwelling urinary catheter for approximately 4 weeks and also longterm treatment with "trimetoprim"/"sulfametoxazol" and acetaminophen/hydrocodone. After removal of the catheter no further problems have been reported.

Event description:
A couple of days after the patient was treated with laser ablation of a localized prostate cancer using a transrectal approach, the patient presented "wiht" a urethro-rectal fistulae. The treating physician can not find any "prodedure" related event to explain the injury. The date of the event is unknown to cls. This is a resubmission, as the first attempt apparently was not received although acknowledgements were received, as instructed when cls inquired about the MDR.

Manufacturer narrative:
The catheter was removed (B)(6) 2018 and the fistula was healed.

Event description:
(B)(6) days after the patient was treated with laser ablation the patient presented with a urethro-rectal fistulae.